Manufacturer narrative:
The best estimate date is "sometime in (B)(6) 2023". Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the non-preloaded extended range of vision intraocular lenses (iols) were implanted in both eyes, the patient initially could see well, but sometime in (B)(6) 2023 the patient stopped being able to see close up. The patient reported that the close up vision is blurred, even when not looking at anything. After putting on glasses, the patient can see up close again. The patient feels like something is in the eyes and it feels like the eyes are fuzzy when closed, like ¿they are going over something¿. The patient reported that the symptoms do not significantly interfere with daily activities. No medical or surgical intervention has been done for either eye and nothing is planned at this time. The patient has an appointment scheduled for (B)(6) 2023. Additional information was received from the patient on jul 26, 2023 reporting that the patient visited the doctor on (B)(6) 2023 and was advised that the lenses are doing fine and are doing ¿what they are supposed to be doing¿. The patient was told the eyes are really dry and that the doctor was going to be performing a ¿laser treatment¿ on each eye. The dates of the scheduled laser procedures are (B)(6) 2023. Additional information was received from the patient on sep 08, 2023 reporting that the surgeon performed a "laser" treatment on the right eye on (B)(6) 2023 and on the left eye on (B)(6) 2023. The patient was unable to provide the name of the laser treatment or what it was treating, the patient only reported having difficulty seeing close up and the surgeon said a laser treatment would be done for it. After the laser treatment was performed on both eyes, the patient reported still being unable to see clearly close up, as if there is a film over the eyes. The surgeon said to give it time and it will clear up. The patient reported still being able to do normal daily activities. If glasses are worn, the patient can see perfectly. The patient still feels like there is something in the eyes. The doctor did not provide any reason why this might be occurring nor any intervention for it, but advised that it should clear up. The surgeon wants to see the patient back in 6 months. There are no planned interventions at this time. No further information was provided. This report is to capture the right eye event. A separate report is being submitted to capture the left eye event.

Manufacturer narrative:
Additional information: additional information was received from the patient, reporting that the surgeon performed another laser procedure on both of the eyes, which occurred some time in (B)(6) 2023. The patient reported that it did not help, and the patient has still not gotten "any results," as glasses are still needed to see. The patient reported that the lenses are "not working" and only ¿worked¿ for a few months. No further information was provided. This supplemental report is for the right eye additional information. A separate supplemental report will be submitted for the left eye additional information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.